Event description:
It was reported that during a da vinci-assisted surgical procedure that arm 1's carriage was found to be physically damaged. The arm was not being used for the procedure as there was a 3 arm setup. The customer tried to install a sterile adapter on the arm, without success. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Review of the provided image is consistent with the customer reported complaint.

Manufacturer narrative:
Upon visual inspection, the carriage top plate was found to be damage, that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the instruments were unable to be tested due to damage top-plate. The usm was then installed onto a patient fixture test platform (pftp) where relevant testing fails on the carriage due to not able to be tested because of the damage. Once testing was completed, the top plate of the carriage was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the top plate of the carriage was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.